Manufacturer narrative:
Device passed displacement test and selftest. Device received with intermittent button response on the select button due to moisture damage on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. Customer stated that all buttons stick and require multiple presses to get a response. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. The insulin pump will be returned for analysis.